Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a bg over 600mg/dl with trace ketones, abdominal pain, and symptoms of dehydration. Reporter sought treatment advice from the physician via phone. Reporter states the patient had cold symptoms s a few days prior but denies any other contributing factors, and alleged the pump had an inaccurate delivery issue. Reporter was unwilling to troubleshoot the pump. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: investigation based on (B)(4). The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.